Manufacturer narrative:
Concomitant medical products: product ID: 419478, product type: lead, implanted: (B)(6) 2008 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response detected as a ventricular tachycardia (vt) episode. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.